Event description:
It was reported that the patient presented with myocardial infarction, cardiogenic shock and hypoxic respiratory failure. Percutaneous coronary intervention was performed and a 3.5x23 mm rx vision coronary stent system (css) was advanced via direct stenting and the stent was implanted in the 80% stenosed distal saphenous vein graft (svg) to the obtuse marginal. The stent did not fully expand after maximal inflation with the stent balloon at 16 atmospheres (atm). A 4.0x8 mm non-abbott balloon catheter was advanced for post-dilatation of the stent at 20 atm and a perforation was noted on angiography. The perforation was treated with balloon tamponade, several balloon inflations were performed for 5-7 minutes per inflation, discontinuation of bivalirudin, and a 4.0x19 mm rx graftmaster was implanted successfully. A 4.0x18 mm rx vision css was advanced via direct stenting and the stent was deployed at 16 atm in the 90% stenosed proximal svg. Post-dilatation was performed with a 4.0x8 mm non-abbott balloon catheter and there was still residual waist. Additional post-dilatation was performed with a 4.0x10 mm non-abbott balloon catheter. Post procedure the patient was hemodynamically unchanged from baseline. There was no adverse patient sequela. There was a clinically significant delay in the procedure due to the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The 4.0x18 mm multi-link rx vision device referenced is filed under a separate medwatch report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.